Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This occurred after use of the device, when the patient attempted to disconnect the transfer set from the patient line of a cassette after peritoneal dialysis (pd) therapy. After the patient closed the transfer set, the patient had to clamp the cycler patient line and cut it so the patient could free from the cycler. At the time of the event, the transfer set had been in use on the patient for two days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.